Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Evaluation start date: 07/22/2021. It was reported that the patient said they aren't seeing any improvement and the fullness in their bladder is worse. On¿(B)(6) 2021¿patient noted they don't feel like they are emptying their bladder.